Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product", "enlarged and "inflamed.", and "rupture." Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/02/2024.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product", "enlarged and "inflamed.", and "rupture." Device remains implanted.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product", "enlarged and "inflamed.", and "rupture." Device remains implanted.